Manufacturer narrative:
The insulin pump was received with flush/loose drive support disk and scratched display window. Unit was received with all operation currents within specifications. Unit passed self-test, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests.

Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.